Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that occlusion alarms occurred, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence and a cartridge did not fit onto the pump. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 150-164 mg/dl.